Event description:
A malfunction was reported on the customer's pump, identified by malfunction code 12. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.